Event description:
On (B)(6) 2014, the lay user/patient¿s mom contacted lifescan (lfs) alleging her daughter¿s one touch ping meter read inaccurately high compared to another device and to her feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy started at an unspecified time on (B)(6) 2014. At an unspecified date/time, the patient obtained a blood glucose result of ¿280 mg/dl¿ with the subject meter and ¿230 mg/dl¿ with another device (ultramini), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results meets the expected value of less than or equal to 30%. The reporter alleged that the subject meter also read inaccurately high compared to her feelings and or normal results. The patient manages her diabetes with an insulin pump. The reporter stated that the patient took an increased dose of medication (novolog, 2.6 units) in response to the alleged inaccurate result(s). One hour after the alleged issue occurred, the reporter stated that the patient developed symptoms of ¿shaky and drunk like¿. The patient self-treated with food and/or drink in response to the symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed that the patient obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.